Manufacturer narrative:
The customer called technical support to report that a patient was admitted to the neurosurgery ward due to a brain contusion, and the device triggered an alarm with dc power supply with no alternating current (ac) power supply when it was in the process of assisting the patient with breathing. The nurse replaced the device with another ventilator for treatment and reported the faulty ventilator to the equipment department for inspection and maintenance. There were no adverse effects on the patient. Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the reported issue was confirmed, and the hospital equipment department replaced the power management (pm) printed circuit board assembly (pcba) to remedy the problem. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v200 indicating that a patient was admitted to the neurosurgery ward due to a brain contusion, and the device triggered an alarm with direct current (dc) power supply with no alternating current (ac) power supply when it was in the process of assisting the patient with breathing. The nurse replaced the device with another ventilator for treatment and reported the faulty ventilator to the equipment department for inspection and maintenance. There were no adverse effects on the patient. The customer called technical support to report that a patient was admitted to the neurosurgery ward due to a brain contusion, and the device triggered an alarm with dc power supply with no alternating current (ac) power supply when it was in the process of assisting the patient with breathing. The nurse replaced the device with another ventilator for treatment and reported the faulty ventilator to the equipment department for inspection and maintenance. There were no adverse effects on the patient. The investigation is ongoing.